Event description:
It was reported that post procedure while still in the procedure room, loss of capture and low pacing impedance were noted on the right atrial (ra) lead. The procedure recommenced and suture sleeve tie down damage was observed resulting in damage to the lead insulation. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance, damaged suture sleeve, and loss of capture capture were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found inner insulation damage, outer insulation damage, and suture sleeve damage consistent with procedure damage due to suture tie down forces. The cause of the reported events was due to suture sleeve and inner/outer insulations damage consistent with procedure damage from suture tie down forces.